Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per instruction for use: the surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis, or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. Contraindications include 'any abnormality present which affects the normal process of bone remodeling including, but not limited to, severe osteoporosis involving the spine, bone absorption, osteopenia, primary or metastatic tumors involving the spine, active infection at the site or certain metabolic disorders affecting osteogenesis; insufficient quality or quantity of bone which would inhibit rigid device fixation. It was reported that the patient had normal post op activity, did not fall, there were no complications in the initial surgery, and the patient had normal bone quality. No x-rays, surgical notes, or images were provided. As the device was not returned and no x-rays or images were provided, a root cause cannot be determined. Possible root causes based on the information provided and the risk table include poor fixation construct, improper screw hole prep, improper screw insertion, screw too proud, and/or improper rod contouring. If more information becomes available in the future, this investigation will be reopened and updated accordingly.

Event description:
It was observed via postoperative x-ray that a 6.5 mm serrato screw ¿pulled out" three days after implant surgery. The patient underwent revision surgery to replace the screw.

Manufacturer narrative:
Hospital did not return device.

Event description:
It was observed via postoperative x-ray that a 6.5 mm serrato screw ¿pulled out" three days after implant surgery. The patient underwent revision surgery to replace the screw.